Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. A getinge field service engineer (fse) was dispatched to investigate. The fse verified that when a new tank of helium was replaced, the display on the iabp showed a full tank. Therefore, it is confirmed that the new tank reported was not full initially and the iabp helium tank was replaced. However, it was also noted that the ¼ full tank was received from getinge four years ago and is approaching its expiration date.

Event description:
The customer reported that the unused disposable helium tank supplied by getinge was not full (just 1/4 full). This event occurred before the iabp was use on a patient. There was no patient involvement and no adverse event was reported.